Event description:
Report of customer staff member with irritation around face and mouth. Customer was trialing product for possible purchase. Customer reported staff member reacted with systemic hive like reaction. Pt o.r. Staff member went to the e.r. (While on duty) and received benedryl by mouth and an epi-pen shot.